Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.

Event description:
The customer alleged two hospitalizations that were both due to high blood caused by e4 errors from the infusion device. There were two occasions in the last year the customer went to the hospital due to dka and she was admitted into the hospital for "a few days". The customer was taken to the hospital on both occasions by the husband since she was unable to drive. The customer states she was throwing up and on the first hospital visit she "may have lost consciousness". On both occasions, the customer was given an IV but does not remember what was in the IV. For the first hospitalization, the customer thinks their blood sugar was in the 400's when she arrived at hospital. Customer could not remember details for second hospitalization. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.